Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the lead was inserted into the epidural space to place the lead, the lead tip (corresponding to electrode number 0) broke and remained in the patient's body. Afterwards, an incision was made, and a laminectomy was performed, and the electrodes remaining in the body were removed. A strong resistance was felt when the lead was inserted during puncture. It was said that the lead could not be properly operated, so the lead was repeatedly pushed forward. The removed product was checked visually. It was assumed that the entire lead was standing and the lead fractured due to repeated interference disconnecting with the puncture needle. Looking back at the insertion angle of the puncture needle with the physician, it was thought that the angle was too flat, and that the tip might have interfered with the vertebral body, so the lead and the tip of the needle might have interfered. The issue resolved.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
H3: the lead, model 977a260, s/n (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified a procedural non-conformance, the electrode #0 was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.